Event description:
It was reported that the right atrial (ra) lead was incapable of capture or appropriate sensing. It was noted that the impedances were within normal range. To restore atria-ventricular synchrony the ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (B)(6) 2010; 4968 implantable pacing lead (B)(6) 2006. (B)(4).